Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-28. The cause of the stimulation increasing on its own was not determined. The patient called the manufacturer, rest down to 350 when it jumps to 5.5 fresh batteries in portable programmer. The patient made an appointment with the physician. The stimulation increasing on its own has not been resolved. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated her adaptive stimulation (as) in the upright position is set for 3.5. The patient stated the increase in stimulation "almost brings the patient to their knees, right into the leg and feet". The patient stated she will check her stimulation after she feels the increase and it shows the upright position and her stimulation is 5.5. The caller stated once it happened when she walked out of an apartment and sat in the car, it "shot right up". The patient stated she adjusts the stimulation back to 3.5 and stays in that position. The patient stated she checks the ins battery level and it is always charged. The patient stated she changed the batteries in the patient programmer (pp) and has seen no difference. The patient stated the other positions are set to somewhere around 3.5 as well, "if anything they (the other positions) are lower, not higher". The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.